Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va00mgu, implanted: (B)(6) 2012, product type: lead. Product ID: 3889-28, lot# va00mgu, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient loss a lot of weight since implant. The lead was protruding, not through the skin, it was just bulging. Patient had never had pain from this device/therapy and the device had helped immensely. When she sits, it hurts at the ins (stimulator) site. Patient lost 35 pounds. She said she was always this small but at the time of implant she was on some medications that were making her gain weight. The patient went to see managing physician today. Physician told her that one of the programs was lost. Doctor told her program 4 was no longer working and was lost. She reprogrammed her and said only 3 can be reprogrammed. She told her she could not program the other one but that was okay she still had 3 others. Patient did not know if there were issues with the lead. Doctor told her that the device may have to be explanted due to her weight loss. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.